Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the fasting blood glucose increasing to 30 mmol/l this morning. [Blood glucose increased] the piston rod of the novopen 4 did not bounce out. [Device mechanical issue] the needle used before was clogged. [Needle issue] when purchasing the novopen 4, the drug store did not inform how to use it. [Product communication issue] the event was caused by improper handling. [Device use error] blood glucose was high a few days ago. [Blood glucose increased] case description: this serious spontaneous case from china was reported by a consumer as "the fasting blood glucose increasing to 30 mmol/l. This morning (fasting blood glucose increased)" beginning on (B)(6) 2024, "the piston rod of the novopen 4 did not bounce out. (Device mechanical jam)" beginning on (B)(6) 2024, "the needle used before was clogged. (Needle plugged)" beginning on (B)(6) 2024, "when purchasing the novopen 4, the drug store did not inform how to use it. (Health care provider instructions for product use lacking)" beginning on apr-2024, "the event was caused by improper handling. (Device handling error)" beginning on (B)(6) 2024, "blood glucose was high a few days ago. (Blood glucose increased)" beginning on (B)(6) 2024, and concerned a 83 years old male patient who was treated with novofine. (Needle) from unknown start date for "type 2 diabetes mellitus", novopen 4. (Insulin delivery device) from unknown start date for "type 2 diabetes mellitus", ryzodeg. (Insulin as part, insulin degludec) from (B)(6) 2024 and ongoing for "type 2 diabetes mellitus", patient's height: 177 cm, patient's weight: 75 kg, patient's bmi: 23.939481. Ryzodeg: ??-apr-2024 to not reported (dosage regimen ongoing); current condition: type 2 diabetes mellitus (duration not reported). It was reported that at the end of apr-2024 novopen 4 was purchased. When purchasing the novopen 4, the drug store did not inform how to use it, and the event was caused by improper handling. Since end of (B)(6) 2024 the piston rod of the novopen 4 did not bounce out. During injection, nothing was pushed, and the medication did not come out. On (B)(6) 2024, patient's fasting blood glucose (blood glucose) was 30 mmol/l. The patient's relative said that the blood glucose was high a few days ago. Patient's blood glucose(blood glucose) was measured once a week(values and units not reported). Now, the piston rod of the novopen 4 bounce out and touched closely with the plunger of the cartridge after the hotline provided handling instructions. The novofine needle used before was clogged. On an unknown date fasting blood glucose(blood glucose) was 10 mmol/l. The patient's relative stated that the stop date for the event ''fasting blood glucose increasing to 30 mmol/l this morning'' was uncertain, approximately 2-3 days or 1 week after (B)(6) 2024. It was reported that the onset date for the event ''the blood glucose was high a few days ago'' was around the end of april-2024. The stop date was uncertain, approximately 2-3 days or 1 week after (B)(6) 2024. Patient stored the insulin in use at room temperature 20-25 degree celsius. Batch numbers for novofine, novopen 4 and ryzodeg were requested. Action taken to novofine was no change. Action taken to novopen 4 was no change. Action taken to ryzodeg was reported as no change. On may-2024 the outcome for the event "the fasting blood glucose increasing to 30 mmol/l this morning (fasting blood glucose increased)" was recovered. On 05-may-2024 the outcome for the event "the piston rod of the novopen 4 did not bounce out. (Device mechanical jam)" was recovered. The outcome for the event "the needle used before was clogged(needle plugged)" was not reported. The outcome for the event "when purchasing the novopen 4, the drug store did not inform how to use it(health care provider instructions for product use lacking)" was not reported. The outcome for the event "the event was caused by improper handling(device handling error)" was not reported. On may-2024 the outcome for the event "blood glucose was high a few days ago (blood glucose increased)" was recovered. Since last submission the case has been updated with the following information: -patient's height and weight updated. -operator of device updated to patient. (Novopen). -event stop date removed (the fasting blood glucose increasing to 30 mmol/l this morning). -treatment received for the event updated to no and outcome updated to recovered. (Blood glucose was high a few days ago). -reporter causality updated to unlikely for the suspect product novofine for the event: the fasting blood glucose increasing to 30 mmol/l this morning. -narrative updated accordingly. Event abated after use of ryzodeg stopped or dose reduced doesnot apply. Event reappeared after reintroductionof ryzodeg doesnot apply. References included: reference type: (B)(4) company number reference ID#: (B)(4).

Event description:
Case description: investigation name : novofine batch no:unknown no investigation was possible, because neither sample nor batch number was available. Name novopen batch no:unknown no investigation was possible, because neither sample nor batch number was available. Name ryzodeg batch no:unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: investigation result added imdrf code added relevant fields updated in EU/ca tab narrative updated accordingly references included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: final manufacturer's comment: 27-jun-2024: the suspected device (novopen 4 and novofine needle) has not been returned to novo nordisk for evaluation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of the novopen 4 and novofine needle. Product handling error and use of clogged needles could affect the functionality of novopen 4. H3 continued: evaluation summary name: novofine batch no: unknown no investigation was possible, because neither sample nor batch number was available.